Event description:
On (B)(6) 2010, the patient reported he has had issues with the buttons of the infusion device in the past. He first noticed an issue 2 months ago. He was not able to recall if it was one or both buttons. At the time of the report both buttons were functioning properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.